Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the pin is broken off at the end of the screwdriver. The pin can not be positioned properly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.